Event description:
The customer reports the charge pak icon is active. The device sits on a counter.

Manufacturer narrative:
Medtronic evaluated the device and found the charge pak icon and attention icon were active due to capacitor c177. The capacitor was shorted causing excessive off current; depleting the charge pak and the hlc. The customer was provided with a replacement device.